Manufacturer narrative:
The reported event was confirmed manufacturing related. Received 1 all silicone foley catheter with syringe. Visual inspection of the sample noted a hole in the funnel arm upon return measuring to be 0.045 mm. Inflated the catheter with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100 ml distilled water) using the returned syringe. Inflated properly with no difficulties and maintained concentricity of 70:30 and deflated passively within 1 minute and 17 seconds. Also received 5 photo samples: first photo sample shows top view of catheter and syringe used. Second photo sample shows end of the catheter with deflated balloon. Third photo sample shows pinhole present on funnel arm. Fourth photo sample shows inflation cap. Fifth photo sample shows top view of outer tray. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter water leaked from the balloon during pre-test. The balloon was damaged, so the water leaked from the balloon. Per investigator's notification received on 05aug2025, it was reported that a pinhole was found on drainage funnel during sample evaluation. Per notification from investigator on 03feb2026, it was reported that the asymmetrical balloon was found during sample evaluation on 27jan2026.

Event description:
It was reported that the foley catheter water leaked from the balloon during pre-test. The balloon was damaged, so the water leaked from the balloon. Per investigator's notification received on 05aug2025, it was reported that a pinhole was found on drainage funnel during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.